Manufacturer narrative:
Date rec¿d by MFR :12apr2019. The customer confirmed the reported alarm led issue. The customer replaced the power switch overlay and "everything has been great, no issues reported." Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a "check vent - alarm light emitting diode (led) failed" error message. There was no patient involvement. Event date not specified, estimate used.